Event description:
It was reported that during a battery replacement procedure, and after the new battery was connected, an impedance check was performed and several impedance readings were high on the day of surgery, 40,000. Troubleshooting was performed when the physician removed the leads from the battery and wiped them down, but the impedance readings remained high and the issue was ongoing and unresolved. The patient was reported to be alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-mar-2027, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 23-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.